Manufacturer narrative:
The cartridge was not available for return. A lot number was not reported, so a device history record (DHR) review could not be performed. Based on the available information, a root cause for the reported event could not be conclusively determined. However, it should be noted that the delivery device used during surgery was not validated for use with the lens and cartridge.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation. This report is for the lens cartridge. The report for the lens (envista toric iol) has been submitted under report number 0001313525-2018-00245.

Event description:
It was reported that the capsular bag broke during insertion of the lens into the left eye. As a result, the lens was cut out and removed by the surgeon. The patient was left without a lens at the end of the procedure. Upon follow-up examination, the patient's eye was stated to be doing well. The patient has been referred to another surgeon for a second attempt at implanting a lens.